Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior tibial with moderate calcification and no tortuosity. The 3.75x38mm esprit btk system was prepared according to the instruction for use (IFU); however, when removing the sheath there was resistance. When an attempt was made to advance the system over the command guide wire there was resistance and the esprit became stuck. The esprit was never inserted into the patient anatomy; however the guide wire had to be removed from the patient with the esprit on the proximal end of the wire. A non-abbott guide wire and a new esprit were used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance and remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the esprit btk bioresorbable scaffold system (bvs) encountered resistance during advancement and removal over the wire. Factors that may contribute to difficulty advancing or removing a bvs over the guide wire include, but are not limited to, inner diameter of the bvs, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the bvs or guide wire. In this case, analysis of the returned device confirmed the outer diameter was within specification. Based on the information provided and the results of the returned device analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior tibial with moderate calcification and no tortuosity. The 3.75 x 38 mm esprit btk system was prepared according to the instruction for use (IFU); however, when removing the sheath there was resistance. When an attempt was made to advance the system over the command guide wire there was resistance and the esprit became stuck. The esprit was never inserted into the patient anatomy; however, the guide wire had to be removed from the patient with the esprit on the proximal end of the wire. A non-abbott guide wire and a new esprit were used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.